Event description:
A report was received that a patient was experiencing breathing complications right before a permanent implant, just after being anesthetized. The case was aborted before any products were opened or an incision was made.

Manufacturer narrative:
The incident occurred prior to the implantation of any bsc products.